Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During device preparation, the final arm angle testing was performed and the clip opened. The physician tried establishing the final arm angle a second time and the clip remained closed. The device was used and successfully grasped the leaflets; however, during establishing the final arm angle, the clip opened again. The device was removed and a second clip delivery system was used. A total of three clips were implanted and mr was reduced to grade less than 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received and investigated. The reported mechanical issue (clip open - efaa [establish final arm angle]) was not confirmed; however a bend was noted in the shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per the instructions for use of the mitraclip system (IFU): do not use the device if damage is detected. The reported mechanical issue is probably a cascading effect of use error as the user decided to proceed with the device after efaa test failed during device preparation. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - established final arm angle (efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.